Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances. A review of the website by technical services noted that the pacing impedances have been intermittently high, but the trend was normally within normal range. All electrocardiograms appeared to be free of noise. At this time the device remains available. No adverse patient effects were reported.